Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient had "his previous pump replaced." The model and serial number of that pump was unknown. He noted "his cc was 118." He stated the previous pump was "messing up." No other information was provided. No patient symptoms were reported. No further complications were reported.